Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer turned on to a system error. Analysis also found the system fan is noisy. It is noted that no stylus was sent back with the programmer. (B)(4).

Event description:
It was reported there was a serious programmer error that occurred during start up of the programmer. Boot up was attempted two times with the same error. It is noted the programmer was found in an account closet. The programmer was returned for repair. No patient complications were reported as a result of this event.